Manufacturer narrative:
The reported glidescope spectrum single-use lopro s4 laryngoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When connected to verathon's test equipment, the system produced a normal image. The tsr tried detaching and reattaching the lopro s4, wiggling the connection, and adjusting the light level on the test monitor. Neither the light nor the image were observed cutting out. The lopro s4 passed verathon's device functionality testing and confirmed to be within specification. Neither the monitor nor the cable used with the subject lopro s4 during the reported incident were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the lopro s4 was scrapped due to being a single-use device. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope spectrum single-use lopro s4 laryngoscope during an intubation, the light and picture went out. The laryngoscope was removed and replaced with another lopro s4 and the procedure proceeded without incident. No delay in the procedure or harm to the patient was reported.